Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4 and h11.

Event description:
Hamilton medical ag received the following incident description: device will not pass inspiratory valve checks during preventive maintenance, 20ml/s & 500ml/s potentiometers cannot be brought into specification. Customer did not provide event logs. Event logs currently unavailable (off-site).

Event description:
Hamilton medical ag received the following incident description: device will not pass inspiratory valve checks during preventive maintenance, 20ml/s & 500ml/s potentiometers cannot be brought into specification. Customer did not provide event logs. Event logs currently unavailable (off-site).

Manufacturer narrative:
Investigation is ongoing.